Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 540 mg/dl after approximately 36-48 hours of pod wear on the abdomen. The patient further reported that blood glucose did not decrease despite administering correction bolus doses and subsequently they developed symptoms including heart palpitations. The patient was admitted to the hospital on (B)(6) 2026, where they were diagnosed with diabetic ketoacidosis. After the pod was removed, the skin at the infusion site was found to be bruised. Treatment during hospitalization included intravenous insulin. The patient remained hospitalized for two days, with discharge on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.